Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with glucose rising during sleep and further after a snack despite a meal dose, and customer care advised an infusion site change due to suspected delivery issue such as a bent cannula; the user declined to change supplies, and follow-up attempts were unsuccessful. Symptoms included not feeling well. Outcomes included no hospitalization, no professional medical intervention, no use of backup therapy, and no assistance required. Investigation included a review of available data and attempts to obtain additional information from the user. Investigation of this case revealed insufficient information to confirm a device malfunction or infusion set failure, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to unavailable information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.